Manufacturer narrative:
Investigation: lot number and expiry information are not available at this time. The run data file (rdf) was analyzed for this event. Run data file analysis did not show a conclusive root cause for the leukoreduction failure reported for this collection. It is possible, though not conclusive, the difference in the entered and actual donor platelet precounts may have contributed to this leukoreduction failure. With a lower than actual entered platelet precount, more blood volume is unnecessarily processed to meet the targeted platelet yield, possibly increasing the risks for wbc contamination. It is also possible, though not conclusive, this leukoreduction failure may have been donor related. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Corrective action: an internal CAPA has been opened to evaluate white blood cell (wbc) contamination in relation to a recent increase in the number of reported wbc contaminations. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation: the device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the elevated wbc count as experienced by the customer. Root cause: run data file analysis did not show a conclusive root cause for the leukoreduction failure reported for this collection. It is possible, though not conclusive, the difference in the entered and actual donor platelet precounts may have contributed to this leukoreduction failure. With a lower than actual entered platelet precount, more blood volume is unnecessarily processed to meet the targeted platelet yield, possibly increasing the risks for wbc contamination. It is also possible, though not conclusive, this leukoreduction failure may have been donor related.